Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was normal. The customer was able to clear the alarm and was able to rewind the insulin pump. Troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.